Event description:
It was reported that a malfunction occurred with the pump, and the customer noticed humidity and a high temperature notification, prompting the use of a cool towel as a precaution. The customer did not disclose if their blood glucose level exceeded 500 mg/dl, leaving the impact unknown. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to keep using the pump and to contact support if further issues arise.